Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into an off-label insertion site, on (B)(6) 2025. According to the patient, on 12/01/2025, the cgm displayed 72 mg/dl to 45 mg/dl at 07:30 pm. After an hour, the cgm displayed 130 mg/dl to 120 mg/dl. The patient began to experience tachycardia, heavy breathing, became emotional and nauseous. The patient decided to drive herself to the emergency room. The patient¿s blood glucose was checked and her bg was 611 mg/dl while the cgm displayed 130 mg/dl. The patient removed her cgm and was treated with 12 units of insulin (humalog) via IV and zofran via IV. The patient was discharged the next day with a bg of 132 mg/dl. At the time of the report, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.